Event description:
It was reported that the balloon was slow to deflate. The 100% stenosed target lesion was located in the mildly tortuous and calcified carotid artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation and inflated to 12 atmospheres for 1 min. However, during the procedure, the balloon was too slow to inflate and deflate. The balloon was pulled out and removed in a deflated state, and the procedure was completed with this device. No patient complications were reported, and the patient condition was good.